Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-07184. It was reported that the patient presented in the emergency room due to an unrelated reason. Upon review, it was discovered that the right ventricular lead exhibited failure to capture and unspecified over-sensing and the pacemaker exhibited unspecified over-sensing. Programming changes were performed for the pacemaker dependent patient. The patient was in stable condition.